Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 7/11/2019. Device returned to manufacturer: yes. Device evaluation: the returned product was not received in its original packaging. A visual inspection was preformed and the plunger was found to be in partially advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Lubricant material residue was observed in the device. The lens was stuck at the cartridge tip. As per the initial report there was a small silver foreign body on the lens. No one took pictures, and no one kept the piece of material as it was too small. Therefore, the reported issue of debris/particles and product quality deficiency could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a small silver foreign body was observed on the pcb00 intraocular lens after insertion. As per follow-up with customer, the surgeon decided to remove the lens which was done without enlarging the wound. Once the lens was out of the eye, the capsular bag was flushed with balanced salt solution (bss), expressing the silver particle. Unfortunately, the piece of material was too small to be captured. The next lens went in without incident and no sutures were required. No patient injury reported.